Manufacturer narrative:
Device lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The surgeon commented that the device disconnection was discovered inadvertently during another procedure for replacing an infected tunneled dialysis catheter, and that the patient did not have any symptoms nor ill consequences as a result. The surgeon is not too concerned about this occurring in other patients. He felt this patient was unique due to the multiple stents and scar tissue from several previous procedures, but he is unable to determine the exact cause of the device disconnection. Possible sources of the device becoming disconnected could be related to improper implant technique, such as leaving the silicone luer attached, or subsequent interventions such as thrombectomy technique, or surgical procedures such as removal of tunneled dialysis catheters. We direct surgeons in our instructions for use to remove the device if it is not being used for dialysis. We also caution physicians to not use mechanical thrombectomy devices for declotting the device. Also implant technique could not be excluded as a factor, since this was the first hero implant performed by this surgeon, and it is possible he may not have properly made the connection between the graft and the outflow component.

Event description:
Sixteen months after the patient was implanted with a hero outflow component the device became disconnected at the shoulder and was explanted. The device had been implanted through the left subclavian vein into a long stent inside the left innominate vein and into the right atrium of the heart. The device had not been used for dialysis for almost one year, after being resected in the graft portion due to infection about six months after implant.